Event description:
It was reported that the ilet user experienced overnight hypoglycemia after missing a meal announcement at dinner. Glucose rose to 279 mg/dl postprandially and later declined to a low between 51 and 54 mg/dl, which the user treated with oral glucose (apple juice) and subsequently returned to range. Symptoms included hypoglycemia and hyperglycemia. Outcomes included serious illness/impairment and the need for unexpected medication intervention in the form of oral glucose. Investigation included troubleshooting and education focused on meal announcements and use of oral glucose for low glucose events. Investigation of this case revealed that the event aligned with a missed meal announcement leading to subsequent glycemic variability, with device performance not implicated based on available information. It was concluded, based on previously established findings for similar reports, that user management factors related to a missed meal announcement were the most likely cause.